Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an right ventricular (rv) lead revision procedure, the left ventricular (lv) lead caused diaphragmatic when hooked up to the analyzer. It was suspected that the lv lead had been nicked or damaged during the procedure. The lv lead was capped and replaced. No further patient complications have been reported as a result of this event.